Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The malfunction occurred when the customer was about to bolus. The customer's blood glucose (bg) level was 265 mg/dl. Customer stated that they had a back-up pump to bolus for the bg of 265. Reportedly, the customer would continue use of the backup pump available for alternate insulin therapy.